Event description:
It was reported that the asymptomatic patient was seen in the clinic. The atrial lead exhibited noise. The lead was explanted and replaced. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.